Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk. After a guide wire crossed the lesion, dilation was performed using a 4.0mm non-bsc balloon catheter. Kissing balloon technique was then performed using 3.0mm and 3.5mm non-bsc balloon catheters. A 6.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and was then replaced with a different balloon catheter of the same size. Kissing balloon technique was performed again and the procedure was completed. No patient complications and injury were reported.